Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient¿s pump ¿lightly beeped¿, and she didnot know at first where the noise was coming from. The patient stated that her child pointed out the patient was beeping. The patient noted the date of the event ¿might have been in 2003¿. No patient symptoms/complications were reported. Additional information received on (B)(6) 2018 from the consumer reported the cause of the light beeping was that doctor told her the pump was empty, and the alarm was a reminder. More medications were added to resolve the beeping. Symptoms related to the beeping included excruciating muscle spasms as well as sweating and freezing constantly. The patient stated her weight was (B)(6).